Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient had myopic surprise and decreased visual acuity after the implantation of model zcb00 +16.5 diopter tecnis monofocal iol (intraocular lens) in his left eye (os). As a result, the lens was explanted and replaced with model pcb00 +15.0 diopter iol. Reportedly, the patient was doing good when discharged and there was no secondary intervention required such as suture, incision enlargement and vitrectomy during the lens exchange. Visual acuity pre-op (pre-initial implant): 20/200, visual acuity post-op (post-initial implant): 20/70, visual acuity post-op (post-replacement): 20/60. The account commented that the explanted lens is not available for inspection. No additional information was provided.